Event description:
It was reported that the patient's right ventricular (rv) lead exhibited r wave amplitude variation, low pacing impedance, and elevated threshold. It was noted during the extraction procedure that there was insulation damage noted on the rv lead. Extraction was unsuccessful as the rv lead fell apart at the damaged insulation area. The physician opted to abandon the extraction procedure and cap the rv lead on (B)(6) 2021. The rv lead was not replaced. The patient was in stable condition.